Manufacturer narrative:
This is the same event as 3010536692-2016-00537. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was partial revised due to failed polyethylene liner rotation (left).